Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The self-adhesive peels off in less than 24 hours after insertion. The patient tried different infusion sets from the same package and they all peeled off unexpectedly.